Event description:
The pt reported that, when she started to change her cartridge and insulin infusion set tubing last night, she noticed the tubing was separating from the luer lock connection. She stated this has happened with 5 tubings. She stated she only kept 1 of the broken sets. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.